Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had spasms at the ins site. The rep reported that they had received a text message from the patient describing two instances where after about two hours of recharging the patient felt spasms at the ins site that travelled down into their buttocks. They stated that these lasted about a week. It was reported that these were corrected after alternating hot/cold packs and icy hot and ben gay. It was reported that the rep was going to see the patient today. The event date was asked but was unknown. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that the patient had cancelled their appointment with the rep due to the fact that they were having a pacemaker implanted. The rep stated that they had no further information at this time. No further complications were reported/anticipated. Additional information was reported that the patient has been having a lot of issues with their devices. The patient stated after he had a st. Jude device implanted, he does not like the electrical current in his body. The patient has not charged in months. The patient's manufacturing representative (rep) has tried many different techniques with the programmer to reduce the current, but "some help and some don't". The patient mentioned he usually leaves the device off and only turns the device on if needed. The patient stated he is still currently having spasms when he recharges his device. The patient stated he leaves the device off to prevent spasms. The patient mentioned he doesn't charge his ins to full because "it seems to reduce the spasms". The patient stated he sits in a chair to recharge. The patient mentioned that he was okay for years then this started. The patient stated when he was implanted with another device, the healthcare provider (hcp) switched locations of the ins to reduce spasms, but he still gets spasms when he recharges. The patient stated he has not made an appointment since meeting with the rep, but will make an appointment when he gets back to (B)(6) in may. The patient clarified that the spasms happen with both of his inss when he charges. No further information was reported.